Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and corrections to b5, e1, g2, and h3. The information in b5, e1, g2, and h3 was inadvertently omitted from the initial medwatch report. Please see updates to b5, e1, g2, h3, h6 and h10. In addition to the reportable malfunction in b5, the repair center found the outer tube was bending and there was an image failure due to misalignment of the objective lens and adhesion on the cover glass. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the missing click pin was due to user error, improper handling and application of excessive force. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the device displayed a poor image. The device was returned for evaluation and during the device evaluation, it was found that the click pin was missing. This report is being submitted for the missing click pin.

Event description:
It was reported to olympus that a video telescope was sent in for repair due to a missing click pin. It is unknown when the reported issue was found. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.